Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had pain since the evaluation started. The patient stated they were miserable and hated the evaluation. The patient wanted the device removed and almost went to emergency room to have it removed. The patient stated she had pain in the right leg, vaginal area, and the rectum. The patient stated it started a lot when she was walking. The patient stated there was a stabbing and burning pain on the way home while driving. The patient stated the pain was so bad she was in tears. The patient stated the injections hurt really bad before the evaluation was placed. The patient spoke to the manufacturer representative (rep) and was advised the lead was close to the nerve. The patient lowered stimulation at the time of the call to see if that would help with the pain. The patient lowered stimulation to 0.0 and got up to walk and still had the sciatica pain. The patient slowly upped the stimulation to 1.2 and was feeling it in the vaginal area. It was noted the patient changed lead to see if that would help with the pain on the right side, but the patient still had pain after the lead change took place. The patient changed back to the right lead. Additional information from the patient on (B)(6) reported they were not feeling well and would be having the evaluation out on (B)(6). The patient stated they were disappointed and was going to the bathroom a lot. Additional information from the patient on (B)(6) reported they were under the impression that the lead came out as she no longer felt excruciating pain. It was noted the lead removal was scheduled for (B)(6). The patient stated she no longer felt stimulation in the vaginal area. The patient increased amplitude and felt stimulation in the hip at 5.0. The patient mentioned the lead placement was beyond painful. The patient stated she had sciatica and believed the lead had affected her sciatica. It was noted the patient was having a reaction the dressing. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.